Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results product evaluation and results: visual inspection confirmed the presence of grease. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices, including serial number (B)(6), were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
While setting up the back table - an oily solution was leaking from the straight saw blade attachment at carteret health care on may 4th. Spd does not grease these and asked for it to be returned and replaced. While the patient was in the room, the procedure had not begun. The back table was broken down and a new setup was arranged. No surgical delay. Case type / application: pka (mics).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
While setting up the back table - an oily solution was leaking from the straight saw blade attachment at carteret health care on may 4th. Spd does not grease these and asked for it to be returned and replaced. While the patient was in the room, the procedure had not begun. The back table was broken down and a new setup was arranged. No surgical delay. Case type / application: pka (mics).